Manufacturer narrative:
The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated a graphic user interface (gui) error message. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of patient injury or death associated with this event.